Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot. Not yet received.

Event description:
During surgery when the surgeon was backing out the screw, the screwdriver broke. The 3 prongs sheared off. The surgeon recovered the broken pieces. There was no critical delay. The surgeon used a screw removal device to complete the surgery. The surgery was completed successfully. X-rays are not available. The instrumentation is being sent to medacta international (B)(4).

Manufacturer narrative:
On 28 september 2016 the (B)(4) project manager performed a visual inspection of the retrieved item and commented as follows: during the visual inspection was observed that 3 out of 4 prongs were completely broken at the base in the same failure mode: fragile fracture. The associates retaining sleeve was inspected to find out any possible defect: the sleeve was still intact and functional for the intended use and can be used for additional surgeries.